Manufacturer narrative:
G4: 24feb2020, b4: 02mar2020. Touchscreen was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the issue was caused by the touchscreen¿s measured resistant and resistance ratio being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen to address the reported issue. The issue was resolved and the device passed all testing.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.